Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and no anomalies were found. The distal lv (low voltage) electrode of the lead was covered in blood.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/short interval counts (sic). Analysis of the device memory indicated the right ventricular lead integrity alert, and unexpected delivery of a ventricular tachyarrythmia therapy. Analyst commented, beginning (B)(6) 2015, 1012 ventricular sensing integrity counts; ventricular tachycardia (vt) non sustained, high rate non sustained, and ventricular fibrillation (vf) detected episodes with lead noise oversensing. Vf detected episodes with inappropriate shocks. Rv lead integrity warning occurred on (B)(6) 2015 for 2 or more high rate non sustained episodes and sensing integrity counter (sic) greater than or equal to 30 in 3 days. R-wave amplitude dropped from 10.125 millivolts to 0.625 millivolts on (B)(6) 2015. (B)(4).

Event description:
It was reported that the patient experienced inappropriate therapy with suspected twiddlers syndrome. The right ventricular (rv) lead exhibited dislodgement, and undersensing. The rv lead was explanted and replaced. No further patient complications have been reported as a result of this event.